Event description:
Customer initially reported the needle had broken in half in the patient. Able to retrieve the other half by a small incision on patient's back. On (B)(6) 2015 customer reports "the doctor was pulling the needle from the patient's back, only part of the needle came out. The needle had broken in half in the patient's body. We were able to retrieve the other half of the needle by a small incision in the patient's back by using a forceps and fluoro guidance." No harm done, no further information available.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.